Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the incidents where the 12fr foley catheter balloon deflated inside the patient. As per internal follow-up notification received on 16apr2025, the second incident of 12fr foley catheter was reported that when came in theatre and the procedure was on its closing time, the surgeon assisted the uterine manipulator and noticed that the indwelling catheter of the patient had fell off and the surgeon prompted the lead surgeon about it and decided to test the. It was noticeable that when the water was injected to inflate the balloon, the water just went directly through the main catheter instead. Surgeon checked in for any patient concerns and noted nothing and proceed to finish the surgery. Replaced the catheter with new one, checked the patency prior insertion which was secured and draining well.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: indications for use: all-silicone foley catheters are indicated for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. Intended user: this product is intended to be used by qualified healthcare professionals. Intended use: for urological use only. Contraindication: no known contraindications. Warnings: on catheter, do not use ointments or lubricants having a petroleum base. They will damage catheter and may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness, or death of the patient. Users and/or patients within the european union, should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and/or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and/or patient is established. Precautions: do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Correction- d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the incidents where the 12fr foley catheter balloon deflated inside the patient. As per internal follow-up notification received on 16apr2025, the second incident of 12fr foley catheter was reported that when came in theatre and the procedure was on its closing time, the surgeon assisted the uterine manipulator and noticed that the indwelling catheter of the patient had fell off and the surgeon prompted the lead surgeon about it and decided to test the. It was noticeable that when the water was injected to inflate the balloon, the water just went directly through the main catheter instead. Surgeon checked in for any patient concerns and noted nothing and proceed to finish the surgery. Replaced the catheter with new one, checked the patency prior insertion which was secured and draining well.